Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Piece of metal from toothbrush head ended up in mouth [device breakage]. No adverse event [no adverse event]. Case description: a consumer, age and gender unspecified, reported via e-mail on (B)(6) 2016 that a fresh oral-b power oral care refills floss action was placed on a oral-b rechargeable toothbrush, version unknown that morning, and he or she ended up with a piece of metal in his or her mouth. No symptoms developed.